Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
An abbott representative stated that the axsym hbsag reagent lid is broken. A probe crash occurred due to this issue. There was no impact to patient management reported.